Manufacturer narrative:
Concomitant medical products: 7120q lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The patient had indicated their chest was thumping since implant the month prior. Lead amplitude was decreased and the stimulation was resolved. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.